Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that the insulin pump needed to be replaced because the screen was completely black. The customer stated that his hcp wanted it replaced because it was delivering too much insulin, and he was experiencing low blood glucose levels. At the time of the call, the screen was not black. Troubleshooting was performed, and the insulin pump passed the self test. The customer was not comfortable using this insulin pump, and requested a replacement. Nothing further was reported.